Event description:
It was reported via repair work order that there was no power to the auxiliary outlet due to the breaker being turned off. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.